Event description:
Shower chair (pvc pipe) became dislocated and separated from side posts. Chair tipped over spilling resident to floor in shower room. Sent to ER. Shower chair sent to maintenance for repair.